Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.a 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly (B)(6) 2011, the homechoice machine alarmed with a system error 2240 (air in line) alarm during dwell. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. There was an open clamp on an unused supply lines. Technical service representative (tsr) explained the message to home patient (hp) and informed the hp to recycle the machine. The tsr advised the hp to start over using new supplies. No clinical consequences for the patient were reported. No further information is available.